Manufacturer narrative:
Updated information: b5 clinical narrative updated. D1 brand name updated. D4 serial number, UDI number updated. H6 clinical code e0506 added. H6 impact code added f2303, f19.

Event description:
The patient underwent coronary artery bypass grafting (CABG) on (B)(6) 2025 and struggled to come off bypass warranting the placement of an intra-aortic balloon pump (iabp). Post operatively, the patient had ischemic changes on EKG and was taken emergently to the cath lab. 3 of the 4 bypasses were shut down. Attempts were made to revascularize patient¿s native anatomy were unsuccessful; however, the decision was made to continue with iabp support. The patient required multiple pressors/inotropes for hemodynamic instability and hypotension. Lactate levels started to increase, and the decision was made to place an impella 5.5. Via left axillary site. The first attempt of impella 5.5 insertion showed a 90-degree upward bend of the axillary artery and 180-degree turn down to aortic arch and was unable to be inserted due to kinking despite numerous attempts. The decision was made to remove the 5.5 and due to multiple attempts and manipulation, the axillary pocket bled. Ultimately, an impella cp was placed. During impella 5.5 pump insertion, the patient experienced product damage to the catheter on the impella 5.5 pump and a failure to advance the 5.5 pump. The patient also experienced product damage to the guidewire. Clinical stated that there was a 90 degree upward bend of the axillary followed by a 180 degree turn down to the aortic arch and they were unable to traverse the 180 degree turn after several attempts to do so. The attempts to advance resulted in kinking of the 9 french portion of the catheter and the 0.018" guidewire. The kinked guidewire was replaced with a v18 guidewire for additional attempts to advance the pump and an impella cp was placed femoroally after the impella 5.5 could not be inserted through the axillary. The failure to advance is considered a reportable malfunction. The product damage of kinking to the pump and the product damage of kinking to the guidewire are also considered reportable malfunctions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.